Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one linear opening, one crack opening, white particles in device inner surface and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening, wear abrasion and one striated opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side patch overall assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.